Event description:
It was reported that a 3.0 x 38 mm xience xpedition stent delivery system was advanced the lesion and pressurized when under angiography it was revealed that there was no stent on the balloon. The device was removed and the procedure was successfully completed with a non-abbott device. The stent implant was found in the protective sheath; however, it was not stuck in the sheath. It fell out with the sheath was held upside down. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned for analysis. Stent dislodgement was confirmed. Based on a visual and dimensional analysis inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.